Event description:
The following has been reported: biomed reported: ""has red lights-beeping-says service needed" from the ER patient harm: no" a preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (air compressor). Upon return, the device started up with a state 1 alarm and mock infusion was unable to be performed. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and unit passed recharge test. Fva pins exhibit drag. Removed fva assembly and fva pins have debris. Cleaned fva pins and channels. Reinstalled fva assembly. The air compressor and fva lip seals will be removed and replaced during repair process before being sent to the test line for full functional testing.